Event description:
A 54 year old male with a history of hypertension, diabetes, sleep apnea, obesity, bipolar, anxiety, asthma, and heart failure with a residual ejection fraction of 35% presented with worsening shortness of breath and lower extremity edema. While primarily placed on an intra-aortic balloon pump, the decision was made to escalate to an impella 5.5. On the intensive care unit, the patient suffered multiple episodes of ventricular tachycardia requiring medication and device repositioning. After 16 days of support, a controller error alarm occurred and the console was exchanged without documented consequences to the patient. After an off-label prolonged 46 days of support, the patient was successfully bridged to a permanent left ventricular assist device. Aic - controller failure/error and false alarm. During impella 5.5 support, there was an issue with the automated impella console (aic) that triggered a controller error (yellow alarm) on day 38 of support. The abiomed representative identified this alarm occurred while reviewing console history after the patients' cases had ended. The hospital staff did not reach out to impella team about the alarm when it occured and no mentions of further issues with the aic were noted in patient update notes. This indicates that it was a false alarm, as it resolved itself with no action taken and did not persist beyond its single occurence. As a result, there was no patient consequence caused by this event. 5.5 - device in wrong position: additionally, the impella 5.5 was determined to be in the wrong position via an echo approximately 7 hours post-implant. The device was too deep and subsequently repositioned by pulling the pump back.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D4: corrected brand name, catalog number, serial number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: tachycardia: the cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details.